Event description:
It was reported an issue with novosyn suture. The client reported that in this batch the needle separated from the thread. No further information has been received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received 38 closed samples. To evaluate the conformity of these units we performed the following tests: tightness test to closed samples received has been performed and the units are tight. Rotation test performed on closed samples received confirmed that the units are compliant with the specified requirements. Needle attachment strength results conducted on the closed samples received are 2.47 kgf in average and 1.97 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 1.53 kgf in average and 0.46 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.